Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and no anomalies were found.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that at implant the lead was unable to advance past the superior vena cava due to stenosis. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.